Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, chronic') and uterine haemorrhage ('aub') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not under go essure conformation test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and nausea ("nausea"). The patient was treated with surgery (surgery for essure removal). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, uterine haemorrhage, abdominal pain, back pain, menorrhagia and nausea outcome was unknown. The reporter considered abdominal pain, back pain, menorrhagia, nausea, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2008 (as per ppf, discrepancy noted). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: ppf received. Reporter's information was added. Date of removal was added. Injury nos replaced with pelvic pain. New event added: abdominal pain, menorrhagia, nausea, aub, essure confirmation test not performed. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.